Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. This event was reported by the distributor. The physician is: (B)(6). Distributors name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed after delivering into the patients body and still could not be deployed after repeated attempts. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.